Manufacturer narrative:
(B)(4).

Event description:
It was reported interrogation revealed the device was in reset mode with a characteristic of power on reset and did not deliver therapy. The patient was admitted with ventricular fibrillation. It is suspected the failed therapy was caused by damage to the output circuitry from a shock with out of range high voltage impedance. The patient was intubated. No procedure was noted on the device. The lead was not explanted but a new lead was implanted. The patient condition is stable. No further information is available.